Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that suddenly the patient's left breast where the implantable neurostimulator (ins) was located started hurting for the past couple of days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.